Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 258 mg/dl. The normal control range was 105-146 mg/dl. No adverse events were alleged. The customer did not have any test strips left after troubleshooting, so no product will be returned for evaluation.